Event description:
A report received from another country associated four cypher stents with a thrombotic event and death four days after implantation of the stents. The target vessels were the proximal left circumflex (plcx) and the left anterior descending coronary artery (lad). The proximal left circumflex was de-novo, 2.0 x 10 mm, concentric and ostial with a type b1 classification. The proximal lad was de-novo, concentric, bifurcated and ostial, 3.0 x 30 mm with a type c classification. The mid and distal lad was a de-novo, concentric, bifurcated with flexion and 2.0 x 30 mm with a type c classification. After pre-dilatation of the plxc with a 2.5 x 20 mm balloon at 10 atm for 20 seconds, the first cypher was implanted at 10 atm for 20 seconds. Post-dilatation was conducted with a 2.0 x 20 mm balloon at 16 atm for 10 seconds. Intravascular ultrasound was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Another two cyphers were implanted in the mid and proximal lad both at 14 atms at 10 seconds overlapping each after pre-dilatation with a 2.0 x 30 mm balloon at 12 atm for 10 seconds. Post-dilatation was conducted at 18 atm with a 2.0 x 30 mm balloon intravascular was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Finally, the fourth cypher was implanted in the proximal lad at 18 atms for 10 seconds after pre-dilatation with a 3.0 x 18 mm balloon at 10 atm. Post-dilatation was conducted with a 3.0 x 18 mm balloon at 12 atm for 10 seconds. Kissing balloon technique was conducted at the bifurcated portion. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Four days later, the pt complained of respiratory discomfort and ventricular tachycardia and went into cardiopulmonary arrest in the hospital. After conducting cardiopulmonary resuscitation, coronary angiogram conducted showed thrombi in all four cyphers. The thrombi were treated by aspiration and balloon angioplasty. But flow was not recovered and the pt died subsequently. Postmortem was not conducted.

Manufacturer narrative:
According to the physician, the possible cause of the thrombotic event was because the stents might have been under dilated. The cause of death was heart failure. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of four products involved in the same pt reported under manufacturing numbers 9616099-2007-01764, 9616099-2007-01765, 9616099-2007-01766, and 9616099-2007-01767. Additional information will be submitted within thirty days upon receipt.